Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced difficulty emptying bladder. The patient was discharged home with a catheter. The event was considered recovered/resolved with no sequelae as of (B)(6) 2015. There were no further patient complications reported in relation to this event.